Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per the physician, the patient weight could have been a contributing factor.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, and leak testing. However, it did not meet the requirements for pressure-flow and preimplantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve and fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the surgeon went in to do the revision, the lumbar catheter had been pulled away from the valve. It was stated that this was the second time that this had happened to the same patient and with the same valve. The valve was revised and replaced with a new valve along with a new stress release that was used to tie the lumbar catheter. The patient was doing fine in recovery as of now.